Event description:
It was reported that during testing prior to use, the nurse inflated the endobronchial tube cuff, but was unable to deflate it. There was no patient involvement.

Manufacturer narrative:
(B)(4). One endobronchial tube was received for investigation. Visual and performance tests were conducted, and it could not detect any issues on the returned sample. The customer reported failure mode was not verified.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)